Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, the balloon was dilated several times; however, the balloon ruptured. The device was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the balloon material identified no tears or holes in the balloon material. All blades were fully bonded onto the balloon and did not exhibit any signs of damage. Initial attempts to inflate the balloon failed. This failure to inflate was likely due to solidified contrast media inside the inflation lumen. As a result the device was immersed in warm water at 37degrees celsius. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 12atm (atmospheres) without issue. A vacuum was then applied and the balloon deflated with no resistance. The inflation device was verified at 12atm (atmospheres), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm (atmospheres) was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, the balloon was dilated several times; however, the balloon ruptured. The device was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient is stable.